Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly calcified and very tortuous distal posterior descending artery (pda). A 2.00mm x 20mm emerge balloon catheter was selected to dilate the lesion. During inflation, it was noted that the balloon catheter broke in half. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the catheter was visually and tactilely inspected. The device was returned in (2) pieces and there was contrast in the inflation lumen. The hypotube was broken 83.5cm from the strain relief. The fracture faces were oval as if kinked prior to separation. The shaft was kinked 14cm from the distal tip. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly calcified and very tortuous distal posterior descending artery (pda). A 2.00mm x 20mm emerge¿ balloon catheter was selected to dilate the lesion. During inflation, it was noted that the balloon catheter broke in half. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.